Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration removal being set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. This can result in an increased intra-peritoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:28:10. During night drain cycle five, the patient's ultrafiltration reading was 1473ml, indicating the home patient drained 1218ml more than their maximum programmed fill volume of 1700ml. No additional information is available.